Manufacturer narrative:
(B)(4). Batch # r94c74. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, while immobilizing the bowel, going along the upper curvature of the stomach, the doctor attempted to close the jaws on tissue and the closing handle broke off. The device was removed from the patient and a second like device was used to complete the procedure. There were no patient consequences reported.